Event description:
Customer reportedly they felt the output of their vaporizer was l0wer than expected. There was no report of patient involvement. Conclusion: the unit was returned to the manufactured site for investigation. The unit was tested and the reported complaint was confirmed. The investigation has concluded that the cause of the reported complaint was due to scratching and/or flatness issues related to the sealing face of the rotary valve. Changes in manufacturing processes have greatly reducted these issues. Changes were implemented into the manufacturing, refurbishing and service processes in june 1997. According to datex-ohmeda records, this unit has not been serviced since december 2002. Datex-ohmeda recommends the tec 6 nad variant vaporizer be returned every 2 years for routine manintenance and calibration, as indicated in the tec 6 nad variant operation and maintenance manual.